Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred several months ago from the date manufacturer became aware of the event.